Event description:
It was reported that an MRI was done and they "believed an inflammatory mass was developing in the patient's intrathecal space." Drugs delivered via the device was morphine 25mg/ml and clonidine 20mcg/ml at a daily dose of 4.7mg and 3.7 mcg respectively. Additional information has been requested, a follow-up report will be sent when it is available.

Manufacturer narrative:
Catheter model 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: unk.

Event description:
Additional information: the health care provider reported that the patient had experienced weakness, a metallic taste in his mouth and his back pain not controlled. The MRI revealed a granuloma at the catheter tip. The pump was refilled with preservative free saline and the patient treated with a fentanyl patch and lortab. A new MRI showed no granuloma but a scar at the tip. It was reported that the patient feels better with no metallic taste. The patient was scheduled to have his pump filled with fentanyl in april.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).